Manufacturer narrative:
It was reported that the patient was experiencing loss of power while replacing a power source. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal loss of power events during the reported event date. Alarm and data file analysis revealed a power disconnect on  (B)(6) 2017 at 16:07:39 , at 15:58:33  the controller (con96494) was connected bat313732 with 51% rsoc on power port 1 and bat313485 with 92% rsoc on power port 2. Fifteen (15) minutes after, the controller was connected bat313733 with 97% rsoc on power port 1 and bat313485 with 92% rsoc on power port 2. This event indicated that a power source was replaced and no loss of power occurred. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery was able to drive the system without any observed anomalies. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient received an indication from the controller to change the battery and when he disconnected the battery, the controller shut off despite being securely connected to a fully charged battery. The site removed the battery that had the full charge and was connected to the controller when the loss of power occurred. The replacement battery resolved the reported issue. The patient reported anxiety as a result of the event. There was no report of a controller alarm. Controller log files were sent. No further information was provided.